Event description:
The customer reported the machine is switching off on battery power. There was report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the machine is switching off on battery power. There was report of pt involvement. The device was evaluated by a philips field service engineer and the reported symptom was verified. The battery was found to be at fault. The battery was more than two years old. The customer was advised to order a replacement battery to resolve the reported issue.